Event description:
It was reported that the ventilator did not provide flow to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced. Provided ventilator logs were reviewed. Alarms for expiratory minute volume low and check tubing were generated. The ventilator delivers the set o2 concentration, which indicates a leakage in the patient circuit. There are no indications of ventilator malfunction. The root cause of the event was most likely a leakage in the patient circuit. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).